Manufacturer narrative:
During inflation of a 4mm x 4cm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) in a 100% occluded and heavily calcified lesion in the sfa (superficial femoral artery), the balloon ruptured at an unspecified inflation pressure. It was exchanged for a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. Initially, after a crossed the lesion by ipsilateral approach, the saber bc was delivered to the lesion. However it ruptured at the moment of the inflation. The procedure was for a superficial femoral artery cto (chronic total occlusion). The access site is unknown. The size and brand sheath introducer used in the procedure is unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. The type of inflation device used is also unknown as well as if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally and the maximum inflation pressure. It is also unknown if the balloon burst during the first inflation. It is unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter was easily removed from the vessel and from the other devices. The product was removed intact from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17038005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a 4mmx4cm 90 saber percutaneous transluminal angioplasty (pta) balloon catheter in a 100% occluded and heavily calcified lesion in the sfa, the balloon ruptured at an unspecified inflation pressure. It was exchanged for a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. Initially, after a chevalier 30g passed the lesion by ipsilateral approach, the saber was delivered to the lesion. However it ruptured at the moment of the inflation. The product will not be returned for analysis. The procedure was for superficial femoral artery (cto). The access site is unknown. The size and brand sheath introducer used in the procedure is unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. The type of inflation device used is also unknown as well as if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally and the maximum inflation pressure. It is also unknown if the balloon burst during the first inflation. It is unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter was easily removed from the vessel and from the other devices. The product was removed intact from the patient.